Event description:
Reportable based on device analysis completed on 05 apr 2024. It was reported that a catheter issue occurred. The opticross 6 hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter was registering as a simulation catheter when plugged into the motor drive unit. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed the imaging window was twisted.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed that the imaging window was twisted, beginning 12.00 cm from the lap joint section. No damages or failures were observed on the ccp (catheter code pcba) board assembly. Functional inspection of the motor drive unit and ilab system showed that the catheter was properly recognized by the imaging system when plugged into the mdu, and no connection issues or errors were detected during testing. Based on this evidence, the 'as reported' code of motor drive 5 plus catheter ID not recognized cannot be confirmed.